Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement positional shifts. In addition, the patient with this lv lead experienced twitching. Subsequently, this lv lead was explanted and replaced with a non boston scientific model. No additional adverse patient effects were reported.